Event description:
It was reported that during the implant procedure of this left ventricular (lv) lead it was observed that the area near the electrode felt uneven. There were instances of resistance felt while crossing through the guiding, and the lead surface felt abnormal. Hence, a lead failure was suspected. Subsequently, a new lead was implanted. No adverse patient effects were reported.